Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Physical investigation of product is not anticipated. An extended investigation has been conducted which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation addresses the customer¿s complaint in this case and did not identify any trend or potential root cause that would indicate that the product is not meeting specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer reported requiring unspecified treatment by third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.